Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the main coil noted to be severely stretched. The main coil suture and near the detachment zone were found broken/fractured. Functional testing was not performed as the main coil was returned broken/fractured. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event additional information provided by the customer indicated that the introducer sheath was properly seated in the microcatheter hub and the device was not advanced or retracted with force. The device was seen to be damaged when it was returned for analysis. The main coil was broken fractured from the delivery wire and the delivery wire was not returned for analysis. Therefore, the initial reported defects coil in catheter friction and main coil stretched can be confirmed based on the analysis. The as reported defects coil in catheter friction and main coil stretched as well as the as analyzed defects main coil broken/fractured during use, main coil suture damage and main coil stretched was assigned procedural factors as this complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
Analysis of the returned device found the main coil broken/fractured. There was no clinical consequence to the patient as a result of this event.